Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed by restarting the system. A philips engineer inspected the system remotely and confirmed that the system showed generator busy error message. Review of the log files showed x-ray generator errors. The engineer performed system restart but the issue persisted. The philips field service engineer (fse) went onsite and confirmed the reported issue. Upon troubleshooting, with the guidance of analysis team, the fse performed adaptation and measurements of the system. The fse restarted the system later which the issue got resolved. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported that during a procedure, system was given message "generator is busy starting up" no x-ray possible. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.